Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a use error - failed to follow therapy steps was confirmed and the cause was identified as use error - poor aseptic technique. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The technical service representative (tsr) had the hp disconnect the 3 day old drain line extension and press go. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they discarded all of the samples. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.